Event description:
The patient's eon ipg was replaced. The eon igp was connected to a st. Jude extension and a medtronic lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).